Event description:
The dealer alleges the seat cracked and pinched the consumer's rear end. This is allegedly the third time the dealer has had an issue with this model. The dealer replaced the seat and discarded the alleged broken seat. No other details have been provided. No serious injury is alleged.

Manufacturer narrative:
No RMA has been issued for the return of this device. Model 9630-4 has an unknown serial number, therefore, the age of the device is unknown. The actual user instructions provided with this device is unknown. The latest revision user manual part number 1148075 rev b (jul-08) will be referenced for this documentation. It is unknown if the consumer has fully read and understands the user manual. The following warning is provided on page 1: " warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The consumer's medical condition, stability and medication regimen is unknown. It is unknown if the consumer requires medical assistance with daily activities. The following warnings are provided on page 1: "warning - users with limited physical capabilities should be supervised or assisted when using the commode. The consumer's technique using the device is unknown. It is unknown if her balance was shifted by reaching or bending. The following warnings are provided on page 1: "warning - leg extensions with rubber tips must be in contact with the floor at all times. Before removing/installing seat and lid, allow the seat and lid to reach room temperature if exposed to cold. This will help prevent the seat clamps from breaking when being removed or installed. The maintenance of the device is unknown. The following warnings are provided on page 1: "warning - inspect rubber tips on the leg extensions for rips, tears, cracks or wear or if they are missing. Replace them immediately if any of these conditions exist. If so equipped, the back tube wing nuts must be inspected regularly for tightness - otherwise injury or damage may occur. It is unknown if the device was set up properly prior to use. Ensure that the snap buttons fully protrude through the same height adjustment hole of each leg extension. This ensures that the leg extensions are securely locked in position and that an even height adjustment is achieved. Make sure that all attaching hardware, screws, nuts and/or bolts are tight at all times. The commode seat must be installed before sitting on the commode. It is unknown if there was additional loading on the commode. The consumer's weight is (B)(6) and meets the weight limitations of the device. The following warning is provided on page 1: "warning - always observe the weight limit on the labeling of your commode. Check that all labels are present and legible. Replace if necessary." On page 25 of form 00-267 the weight limit is provided for model 9630 - the weight limit is 300 lb.